Event description:
The customer called and reported the insulin pump was not showing blood glucose from his meter. Customer's blood glucose was 287 mg/dl. Customer was assisted with turning meter/pump communication on. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The test minilink transmitter with the glucose sensor simulator communicates properly to pump. No unexpected weak signal or lost sensoralarm noted. The motor error alarm occurred during rewind due to motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.